Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The aortic neck is angulated 50 degree anterior posterior. The pt has not returned for follow-up for 24 months. It was reported approx 24 months post stent graft implant the CT demonstrated that the stent graft had migrated approx 1 cm. It was reported that the stent graft migration was due to the angulation of the aortic neck. The physician elected to treat the pt with two aneurx aortic cuffs. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval: results: (migration). (Aortic neck angulation). Conclusion: (aortic neck angulation). Secondary intervention required.